Event description:
It was reported to gems that an artifact can occur that could result in the appearance of activity in the image where there is none, or activity appearing in the wrong place in the image, potentially resulting in misdiagnosis. Hardware was responsible. The system was repaired and returned to service. There was no injury.